Manufacturer narrative:
Evaluation summary: product inquiry stated the conical extractor to be the subject product. No further associated products were reported. Review of the manufacturing and inspection records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. As the device had been in use for a longer time (manufactured in august 2014) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without any problems reported. The threaded tip of the conical extractor received was partly broken off. The breakage surface indicated a forced brittle break of the device due to a bending overload. To prevent this, the extractor was laser-marked with the warning ¿do not lever¿. The material was hardened to be harder than the screws. Hardened materials are brittle and rather break than bend. Therefore it was not allowed to bend the extractor i.e. Using it as lever arm. Nevertheless a pre-damage in prior surgeries could not be excluded. Based on the above facts it could be ascertained that the root cause was not related to a deficiency of the device, but was rather linked to an inadequate handling by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It is reported by the nurse that the instrument is broken.

Event description:
It is reported by the nurse that the instrument is broken.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.